Event description:
It was reported that a user received alert 38 indicating consecutive stalled insulin motor events and, after attempting a restart, encountered an ilet setup alert and could not proceed past a prompt to check alerts, resulting in inability to complete device setup. Symptoms included no reported clinical effects. Outcomes included interruption of therapy and need for device replacement. Investigation included troubleshooting and user education conducted by support during the call. Investigation of this case revealed an unresolved device alarm consistent with a stalled insulin motor and subsequent setup failure, preventing restoration of therapy. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to determine a specific failure mechanism. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.